Manufacturer narrative:
G4: 11sep2020, b4: 14sep2020 . Service engineer (rse). The biomed stated setting changes could be made via the touchscreen, and that all other performance verification testing (pvt) passed. The customer was contacted via email on 31-jul-2020 and responded on 25-aug-2020 confirmed that the front bezel had been replaced which resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14aug2020.

Event description:
It was reported to philips by the customer (biomed) that during preventative maintenance of the device it was found that there was a defective navigation ring. The customer stated that the setting could still be made via the touchscreen. The device was not being used on a patient at the time of the event. This issue was noted during preventative maintenance on the device. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.